Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m00871 for a sample having anti-c, anti-e, and anti-k.

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that some of the cells reported as negative by the echo visually appeared positive. We were unable to rule out a sample-related issue. The customer was also made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.